Event description:
It was reported that in the intensive care unit the catheter was inserted by the physician and he was unable to advance the spring wire guide (swg) fully as it became stuck in the syringe needle. When he tried to remove it, the swg unraveled. As a result, a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The pt was stabilized.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.